Event description:
It was reported that 4 bd micro-fine¿+ pro pen needles were broken. Additionally, hair was found on one of the needles. The following information was provided by the bdj investigation team: "15 defect samples were returned. Bdj confirmed... 4 np needle broken."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: fifteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on eleven samples and a broken non patient end of cannula was observed on the remaining four samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 4 bd micro-fine¿+ pro pen needles were broken. Additionally, hair was found on one of the needles. The following information was provided by the bdj investigation team: "15 defect samples were returned. Bdj confirmed... 4 np needle broken."